Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('plaintiff claiming bleeding:menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confimation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia and fatigue outcome was unknown. The reporter considered blood loss anaemia, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding discrepancy in essure insertion dates : (B)(6) 2010 . Lot number: 716609 manufacture date: 2010-02 expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of product technical problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('general abnormal bleeding/clotting') and device dislocation ('a coiled wire is not identified in the lumen of the tube') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included depression, kidney disorder, asthma and endometriosis. Concurrent conditions included blood pressure high and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac), losartan, naproxen sodium (aleve), potassium and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash macular ("red and patchy on creases at arm, stomach, sternum"). In (B)(6) 2010, the patient experienced menorrhagia ("plaintiff claiming bleeding:menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia) clotting"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition: anxiety/depression") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral)) and fillings and teeth pulled. Essure was removed in (B)(6) 2020. At the time of the report, the device breakage, menorrhagia, blood loss anaemia, metrorrhagia, rash macular, tooth disorder, weight increased, vaginal haemorrhage, pelvic pain, anxiety and device dislocation outcome was unknown, the genital haemorrhage, dysmenorrhoea, fatigue, migraine, abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, rash macular, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, device breakage, depression, abdominal pain, back pain, dental problems, red and patchy creases, abnormal bleeding (vaginal) discrepancy in essure insertion dates : (B)(6) 2010 discrepancy noted: date(s) of removal: (B)(6) 2020, (B)(6)2019 current weight 210 lbs. As per mr, preoperative and postoperative diagnosis: abnormal uterine bleeding. Procedures performed: diagnostic hysteroscopy, novasure endometrial ablation. She was consented for a hysteroscopy and endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Lot number: 716609 manufacture date: 2010-02 expiration date: 2013-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added. Event:a coiled wire is not identified in the lumen of the tube were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('general abnormal bleeding/clotting') and device dislocation ('a coiled wire is not identified in the lumen of the tube') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confimation test". The patient's medical history included depression, kidney disorder, asthma and endometriosis. Concurrent conditions included blood pressure high and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac), losartan, naproxen sodium (aleve), potassium and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash macular ("red and patchy on creases at arm, stomach, sternum"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("plaintiff claiming bleeding:menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia) clotting"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problms"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition: anxiety/depression") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral)) and fillings and teeth pulled. Essure was removed in (B)(6) 2020. At the time of the report, the device breakage, heavy menstrual bleeding, blood loss anaemia, intermenstrual bleeding, rash macular, tooth disorder, weight increased, vaginal haemorrhage, pelvic pain, anxiety and device dislocation outcome was unknown, the genital haemorrhage, dysmenorrhoea, fatigue, migraine, abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, rash macular, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, device breakage, depression, abdominal pain, back pain, dental problems, red and patchy creases, abnormal bleeding (vaginal) discrepancy in essure insertion dates : (B)(6) 2010. Discrepancy noted: date(s) of removal: (B)(6) 2020, (B)(6) 2019. Current weight 210 lbs. As per mr, preoperative and postoperative diagnosis: abnormal uterine bleeding. Procedures performed: diagnostic hysteroscopy, novasure endometrial ablation. She was consented for a hysteroscopy and endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Lot number: 716609 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confimation test". The patient's medical history included depression, kidney disorder, asthma and endometriosis. Concurrent conditions included blood pressure high. Concomitant products included fluoxetine hydrochloride (prozac), losartan, naproxen sodium (aleve), potassium and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash macular ("red and patchy on creases at arm, stomach, sternum"). In (B)(6) 2010, the patient experienced menorrhagia ("plaintiff claiming bleeding:menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia) clotting"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problms"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/clotting"), blood loss anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)") and pelvic pain ("pelvic pain "). The patient was treated with surgery (salpingectomy (bilateral)) and fillings and teeth pulled. Essure was removed in (B)(6) 2020. At the time of the report, the device breakage, menorrhagia, blood loss anaemia, metrorrhagia, rash macular, tooth disorder, weight increased, vaginal haemorrhage and pelvic pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, fatigue, migraine, abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal pain, back pain, blood loss anaemia, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, rash macular, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, device breakage, depression, abdominal pain, back pain, dental problems, red and patchy creases, abnormal bleeding (vaginal) discrepancy in essure insertion dates : (B)(6) 2010 discrepancy noted: date(s) of removal: (B)(6) 2020, (B)(6) 2019 current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Lot number: 716609, manufacture date: 2010-02, expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confimation test". The patient's medical history included depression, kidney disorder, asthma and endometriosis. Concurrent conditions included blood pressure high. Concomitant products included fluoxetine hydrochloride (prozac), losartan, naproxen sodium (aleve), potassium and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash macular ("red and patchy on creases at arm, stomach, sternum"). In (B)(6) 2010, the patient experienced menorrhagia ("plaintiff claiming bleeding:menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia) clotting"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problms"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/clotting"), blood loss anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)") and pelvic pain ("pelvic pain "). The patient was treated with surgery (salpingectomy (bilateral)) and fillings and teeth pulled. Essure was removed in (B)(6) 2020. At the time of the report, the device breakage, menorrhagia, blood loss anaemia, metrorrhagia, rash macular, tooth disorder, weight increased, vaginal haemorrhage and pelvic pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, fatigue, migraine, abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal pain, back pain, blood loss anaemia, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, rash macular, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, device breakage, depression, abdominal pain, back pain, dental problems, red and patchy creases, abnormal bleeding (vaginal) discrepancy in essure insertion dates : (B)(6) 2010. Discrepancy noted: date(s) of removal: (B)(6) 2020, (B)(6) 2019. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Lot number: 716609, manufacture date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Event: abnormal bleeding (vaginal), pelvic pain added. Event onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding/clotting') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included depression, kidney disorder, asthma and endometriosis. Concurrent conditions included blood pressure high and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac), losartan, naproxen sodium (aleve), potassium and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash macular ("red and patchy on creases at arm, stomach, sternum"). In (B)(6) 2010, the patient experienced menorrhagia ("plaintiff claiming bleeding:menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia) clotting"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), pelvic pain ("pelvic pain") and anxiety ("psychological or psychiatric problems condition: anxiety/depression"). The patient was treated with surgery (ablation and salpingectomy (bilateral)) and fillings and teeth pulled. Essure was removed in (B)(6) 2020. At the time of the report, the device breakage, menorrhagia, blood loss anaemia, metrorrhagia, rash macular, tooth disorder, weight increased, vaginal haemorrhage, pelvic pain and anxiety outcome was unknown, the genital haemorrhage, dysmenorrhoea, fatigue, migraine, abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, rash macular, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, device breakage, depression, abdominal pain, back pain, dental problems, red and patchy creases, abnormal bleeding (vaginal). Discrepancy in essure insertion dates : (B)(6) 2010. Discrepancy noted: date(s) of removal: (B)(6) 2020, (B)(6) 2019. Current weight 210 lbs. As per mr, preoperative and postoperative diagnosis: abnormal uterine bleeding. Procedures performed: diagnostic hysteroscopy, novasure endometrial ablation. She was consented for a hysteroscopy and endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Lot number: 716609, manufacture date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: pfs received. Event "psychological or psychiatric problems condition: anxiety/depression" was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confimation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/clotting"), menorrhagia ("plaintiff claiming bleeding:menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), rash macular ("red and patchy on creases at arm, stomach, sternum"), migraine ("migraines / headaches"), tooth disorder ("dental problms"), abdominal pain ("abdominal pain"), back pain ("back pain") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)) and fillings and teeth pulled. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, menorrhagia, blood loss anaemia, metrorrhagia, rash macular, tooth disorder and weight increased outcome was unknown, the genital haemorrhage, dysmenorrhoea, fatigue, migraine, abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal pain, back pain, blood loss anaemia, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, rash macular, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding discrepancy in essure insertion dates : (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Lot number: 716609, manufacture date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: pfs received: events: red and patchy creases on arm and abdomen, migraines / headaches, teeth pulled, back pain, abdominal pain, weight gain, depression were added. Patient weight and outcome updated. Seriousness criteria for previously reported events genital hemorrhage, menorrhagia and blood loss anemia updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('plaintiff claiming bleeding: menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia and fatigue outcome was unknown. The reporter considered blood loss anaemia, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general abnormal bleeding. Discrepancy in essure insertion dates: (B)(6) 2010. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received : case was updated from other event to incident. Lot number added. Following events were added: device breakage, plaintiff did not undergo essure confirmation test. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.